Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the syringe pump had a broken lever on the plunger. There was no patient harm. All known information regarding the event has been provided.